Manufacturer narrative:
(B)(4). No devices received. The reported infusion of mgs04, with a concentration of 4 gram/100 ml, running at 100 ml could not be confirmed. A review of the associated pcu event log for the infusion in question indicates that there was no infusion of mgs04, 4 gram/100 ml, running at 100 ml/h with a vtbi at 100 ml on the reported date and time period in question. The concentration used on the mgs04 infusion was programmed at 2 gram/50 ml and the rate of the infusions was performed at 50 ml/h. The infusions being performed at 500 ml/h may be the cause for the reported infusion discrepancy. The drug choice of mgs04 in the customer's data set for the profile of perinatal for all listed concentrations has the default rate of 50 ml/h (dose=2 gram/h). The root cause for the customer's reported experience is being attributed to programming and not the result of a device malfunction. No device malfunction is believed to have occurred.

Event description:
The customer reported mgs04 4 gm/100 ml to run at 100 ml/h, dated (B)(6) 2014, hung at 0700 as a primary infusion. Staff discovered around 0930 there was still fluid remaining in the bag (should have been completed at 0800). There was no report of pt harm or medical intervention. No further pt or event info was provided.